Event description:
As reported by the patient¿s attorney, an uphold vaginal support system (MFR report #3005099803-2013-14335) and a solyx single incision sling system (MFR report #3005099803-2013-14429) were implanted into the patient on (B)(6) 2010. According to the complainant, the device began to degrade and became exposed. The patient underwent surgery on (B)(6) 2011 to remove the exposed mesh. A second procedure was required on (B)(6) 2012 to repair further problems. The patient experienced chronic pain, inflammation, scar tissue, and fibrosis. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.